Event description:
It was reported a spectrum pump had system error 105. It was also reported that this alarm occurred prior to the beginning of infusion therapy. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.